Manufacturer narrative:
(B)(4). The returned device was visually inspected upon receipt, and reddish material was found around the pebax area. Per this condition, scanning electron microscope (sem) testing was performed over the pebax area of catheter. The external surface was found to exhibit evidence of scratches and rupture. It is possible that an unknown object hit and ruptured the pebax. Per the event reported, the catheter was tested for electrical resistance, and the thermocouple test failed. Further examination revealed that the thermocouple wires were broken at the tip section, creating an intermittence of temperature. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a temperature issue has been confirmed. The pebax was found damaged, but based on available analysis results, it cannot be identified whether the issue is related to an internal or an external cause.

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smart touch bidirectional catheter where the temperature sensor failed. During the first application of radiofrequency (rf) energy, the temperature sensor was found to be defective. As a result, the catheter was replaced with a like device. The procedure was then completed successfully without any patient consequence. The device was returned to bwi, and a visual inspection found reddish material underneath the pebax, but with no damage to the pebax itself. Scanning electron microscope (sem) testing was then performed on the catheter, and evidence of tiny scratches/rupture were found on the pebax. The presence of the reddish material itself is not a reportable finding, as it is an expected outcome of the procedure. However, the damage found via sem analysis is reportable. Exposure to the internal parts of the catheter can cause issues such as embolism or stroke. As a result, this event is MDR reportable.